Event description:
It was reported by service report that the brakes on foot end do not work. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Evaluation: results: adjuster.